Manufacturer narrative:
The bactiseal catheter (ID 823072) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defect noted. The catheter was irrigated, no occlusions and leaks were noted. Root cause - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. However, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the catheter, at the time of investigation no function issues were noted.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 2 reports. Other mfg report number: 3013886523-2023-00214. A physician reported a certas valve (ID 828804) was implanted via v-p shunt on may 30 2023 with setting 2. It was used with codman bactiseal catheter kit (ID 823072). Since obstruction was suspected, the valve and the catheter were removed and replaced on (B)(6) 2023. According to information provided, it is unknown if the patient experienced any signs and symptoms related to obstruction. Primary disease: intracerebral hemorrhage / one year-old patient.